Event description:
The customer reported that when checking on a pt receiving a tpn infusion a leak was noticed in the infusion set. From the reported info, there are no indications of serious injury to the pt or user as a result of this incident. No additional info provided.

Manufacturer narrative:
(B)(4). The affected product has been received and the investigation is pending. A f/u report will be submitted once the failure investigation has been completed.